Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 19, 2020. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for band aid brand sheer wide 20 ap 4901730020060 3720612903apa. Device is not distributed in the united states. Band aid brand sheer wide 20 ap is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770 8137004770usa. UDI #: (B)(4). Upc #: 4901730020060. Lot #: 200219. Exp: na. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates that were applied to the wound: chlorhexidine gluconate; dosage and dates: ni. Dibucaine hydrochloride; dosage and dates: ni. Allantoin; dosage and dates: ni. Tocopherol acetate; dosage and dates: ni. Zinc oxide; dosage and dates: ni. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand sheer wide 20 ap 4901730020060 3720612903apa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for this initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with a band aid brand sheer wide. The consumer used the product on (B)(6) 2020 because the consumer had developed a rash when using adhesive tapes from other manufacture¿s adhesive bandages. On (B)(6) 2020, the consumer had gotten a severe rash using the band-aid sheer wide bandage and sought medical attention. The consumer went to a dermatology clinic and was prescribed rinderon-vg (betamethasone valerate, gentamicin sulfate) ointment 0.12% on (B)(6) 2020. Consumer alleged hospitalization for the event, however the consumer did not state how long the hospital duration was. Consumer also stated that a laboratory test was performed but did not identify what the test was and purpose of test. The rash and wound resolved on (B)(6) 2020 and the consumer is no longer experiencing any symptoms.